Event description:
Customer reported that during a routine check "electrical test failure code number 53" (drive transducer offset failure) was displayed on the screen. No patient was involved.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative found shuttle transducer offset would change if the cable connected to the transducer is moved. Replaced the transducer. Also it was found the auto-fill luer fitting to crm to be worn out. Fitting butts up against luer port before tighting. The fitting was replaced. The system was tested to factory specifications. It functioned normally and was returned to the customer. The replaced parts are being requested to be sent to the manufacturing facility in (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).